Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under both breasts. The area was described as red with no broken skin. The patient reported that she was prescribed a medication to use. Multiple attempts to follow up on the condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown.